Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. No adverse patient effects were reported. A technical services (ts) consultant discussed commanded shock test with the local area field representative, who will pass these details along to the clinic. The crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. No adverse patient effects were reported. The device was reprogrammed, and a technical services (ts) consultant discussed commanded shock testing with the local area field representative, who will pass these details along to the clinic. The crt-d and rv lead remain implanted and in service.